Event description:
Baxter u.s. Received notification from the baxter sales rep that the reservoir of one of baxter's disposable infusion devices had ruptured. The sales rep did not have any additional information other than the incident date. Additional information was supplied from the customer. According to the customer, the device was a lv250 intermate; however, could not supply a lot number or exact product code. The device was filled with 250 ml of vancomycin (600mg into 250ml of normal saline) every 8hours via the intermate. The customer states this was prepared for a child/patient, however, per the customer, "it does not appear from the chart that the parents even hooked up the patient to the intermate". There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter by the customer for an evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. A batch review was not conducted as the customer could not supply the lot number of the sample. Should the device and/or any additional information be received, a follow-up report will be submitted.